Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff leaked. The patient was extubated.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and no reported was observed in the received sample since met with the product specifications. A visual inspection was performed and it was observed all the components are assembled . An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuffs and it was noticed the cuffs held the air, the cuffs were left inflated 2 hours, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.